Event description:
It was reported that while using the device, it was inadvertently pushed into the puncture wound incision. At the time no one noticed it. The patient returned some weeks later with an infection. During another procedure, the product was discovered and removed.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.